Event description:
The cuff of the endotracheal tube was too bulky and stiff for a tube this size designed for patients of this age. They do not collapse enough to easily fit through the glottic opening of young children.